Event description:
It was reported that post operative to a laparoscopic gastric band procedure, the band eroded into the stomach. The erosion was detected by endoscopy. An infection was discovered about two months post op and continued for eight to nine months. The site of the infection was not reported. Additional information is being requested regarding infection site. The band was explanted. There were no other reported patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.